Manufacturer narrative:
Product complaint # ==> (B)(4) date sent to the FDA: 01/26/2022 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 the following information was requested, but unavailable: * what was the initial procedure? * what do you mean "needle breaks from thread"? Please explain what was the exact issue? * could you please confirm if patient suffer from any consequence due to the issue? If yes please explain * what was used to complete the procedure? * could you please confirm if the issue occurred during the procedure or before use the device? Please confirm? As stated in the event description, this complaint was received directly from brazilian health authority (anvisa), therefore no further information can be obtained beyond what is described in this complaint form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. The needle broke from the thread. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. * what was the initial procedure? * what do you mean "needle breaks from thread"? Please explain what was the exact issue? * could you please confirm if patient suffer from any consequence due to the issue? If yes please explain. * what was used to complete the procedure? * could you please confirm if the issue occurred during the procedure or before use the device? Please confirm?

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 3/3/2022 h6 component code: g07002 no device returned additional information: d4, h4, h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.